Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, balloon damage during manufacturing, materials, handling, calcification and tortuosity, interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. The lesion was moderately tortuous, moderately calcified and 99% stenosed. The balloon material may have been damaged during interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. A definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.

Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the procedure was to treat a lesion in the tortuous and calcified right coronary artery. After pre-dilatation, the xience v stent was placed, but the balloon ruptured at 12 atmospheres during the first inflation. The xience v stent delivery system was easily removed from the pt. A non-abbott balloon was used for post-dilatation of the implanted xience v stent. There were no adverse pt effects reported. There was no add'l info provided.